Event description:
It was reported that the customer was hospitalized for high blood glucose levels. Customer received fluids and an injection of insulin to correct his blood glucose level while in the hospital.

Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted.